Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient was taken to the hospital with a blood glucose (bg) level of 27 mmol/l (486 mg/dl) that was not decreasing after two correction doses, along with illness symptoms. The patient continued wearing the pod during the visit. Later follow-up on 27 february revealed that the patient had been diagnosed with gastroenteritis (¿gastro bug¿). Treatment focused on providing fluids while monitoring bg levels, and the pod remained in place. The hospital visit lasted approximately 8¿9 hours. Additional information was received on 06 march 2026; patient no longer has the pod as it was placed in the recycling box.